Event description:
It was reported on a user facility report that this passive fixation lead exhibited loss of capture and was not pacing as expected. The lead was explanted and replaced. However, the user facility report indicates an outcome of death for the patient. A request was made for additional information, but no details have been provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The report type was corrected, from death or serious injury, as it was confirmed the patient did not expire. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this passive fixation right atrial lead exhibited loss of capture and was not pacing as expected. The lead was explanted and successfully replaced. Additional information was received, indicating undersensing had been observed. Insulation damage was noted at the left clavicular area. It was also reported that the explanted lead was discarded at the hospital. No additional adverse patient effects were reported. The user facility report had indicated an outcome of death for the patient, but the local sales representative confirmed that the patient did not expire.